Event description:
Event verbatim [preferred term] wraps them around her neck [device use issue] , touched the thermacare for back pain therapy she knew something was wrong with the wraps. She washed her hands and got rid of the wraps [accidental exposure to product], touched the thermacare for back pain therapy she knew something was wrong with the wraps. Several of the packages were wet inside/ washed her hands / she also said the wraps had a funny smell [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 70-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown dose for back pain. The patient medical history and concomitant medications were not reported. The patient said she was informed by (pharmacy name) about the recall for the thermacare heatwraps for back pain therapy. She did have the same problem as the recall she believed. She asked was the thermacare heatwraps for back pain therapy the product involved in the recall. Several of the packages were wet inside. She threw them out so she didn't have the thermacare heatwraps for back pain therapy. She said this occurred at the end of summer. She had 3 boxes with 3 wraps in each box. She did not use them. As soon as she touched the thermacare for back pain therapy she knew something was wrong with the wraps. She washed her hands and got rid of the wraps. She also said the wraps had a funny smell. Packaging was intact. She said unless there was a pin whole but they were intact to her. The patient stated she also used the thermacare heatwraps for back pain therapy and wraps them around her neck on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The events outcome was unknown. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Additional information has been requested and will be provided as it becomes available. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (25oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from the product quality complaint group includes malfunction assessment and severity rating. Company clinical evaluation comment: the events of device leakage, accidental exposure to product and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device leakage malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events of device leakage, accidental exposure to product and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device leakage malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] touched the thermacare for back pain therapy she knew something was wrong with the wraps. She washed her hands and got rid of the wraps [accidental exposure to product], touched the thermacare for back pain therapy she knew something was wrong with the wraps. Several of the packages were wet inside/ washed her hands / she also said the wraps had a funny smell [device leakage] , wraps them around her neck [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 70-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown dose for back pain. The patient medical history and concomitant medications were not reported. The patient said she was informed by (pharmacy name) about the recall for the thermacare heatwraps for back pain therapy. She did have the same problem as the recall she believed. She asked was the thermacare heatwraps for back pain therapy the product involved in the recall. Several of the packages were wet inside. She threw them out so she didn't have the thermacare heatwraps for back pain therapy. She said this occurred at the end of summer. She had 3 boxes with 3 wraps in each box. She did not use them. As soon as she touched the thermacare for back pain therapy she knew something was wrong with the wraps. She washed her hands and got rid of the wraps. She also said the wraps had a funny smell. Packaging was intact. She said unless there was a pin whole but they were intact to her. The patient stated she also used the thermacare heatwraps for back pain therapy and wraps them around her neck on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The events outcome was unknown. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (25oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from the product quality complaint group includes malfunction assessment and severity rating. Follow-up (15nov2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment: the events of device leakage, accidental exposure to product and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device leakage malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the events of device leakage, accidental exposure to product and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device leakage malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] wraps them around her neck [device use issue] , touched the thermacare for back pain therapy she knew something was wrong with the wraps. She washed her hands and got rid of the wraps [accidental exposure to product] several of the packages were wet inside/ washed her hands / she also said the wraps had a funny smell [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown dose for back pain. The patient medical history and concomitant medications were not reported. The patient said she was informed by (pharmacy name) about the recall for the thermacare heatwraps for back pain therapy. She did have the same problem as the recall she believed. She asked was the thermacare heatwraps for back pain therapy the product involved in the recall. Several of the packages were wet inside. She threw them out so she didn't have the thermacare heatwraps for back pain therapy. She said this occurred at the end of summer. She had 3 boxes with 3 wraps in each box. She did not use them. As soon as she touched the thermacare for back pain therapy she knew something was wrong with the wraps. She washed her hands and got rid of the wraps. She also said the wraps had a funny smell. Packaging was intact. She said unless there was a pin whole but they were intact to her. The patient stated she also used the thermacare heatwraps for back pain therapy and wraps them around her neck on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (25oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the events of device leakage, accidental exposure to product and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device leakage malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events of device leakage, accidental exposure to product and device use issue were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device leakage malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.